Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was giving two red lights. Customer was assisted with troubleshooting. Customer stated that the display did not return after the restart of the insulin pump. The insulin pump will not be returned for the further analysis.